Event description:
It was reported that this right ventricular (rv) lead was dislodged during the atrial extraction. This rv lead was explanted and replaced. No additional adverse patient effects were reported.